Manufacturer narrative:
A supplemental report is being submitted for device information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 01-jan-2025 / serial or lot#: (B)(6) h4: mfg date: 04-jan-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6), and one (1) controller ((B)(6)) were not returned for evaluation as the (vad) driveline and controller remain in use. Review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. A review of the controller and batteries¿ manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. No performance allegations were made against the batteries. Log file analysis could not be performed since log files were not available for analysis. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the driveline strain relief. The visual evidence also revealed discoloration of the driveline outer sheath. As a result, the reported strain relief damage was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. The reported bent pins event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported bent pins can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cable. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on historical review of similar events, the most likely root cause of the observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: no h3: yes h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: / catalog #: / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a small area of damage was noted at the strain relief area of the ventricular assist device (vad) driveline and the sheath was otherwise intact. Sheath repair was performed, and the driveline cover was moved back easily over the repaired area. Logfiles could not be obtained due to a bent pin in the data port. The ventricular assist device coordinator preferred not to change the controller due to the risk of failure to restart, as the power port pins were intact. No patient complications have been reported as a result of this event.